Event description:
Customer reported that her insulin pump is alarming and that there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received damage due to dog chew marks. Unit had motor error alarm during the rewind due to motor damage. Unable to perform the displacement test due to detached end cap.